Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed and noted no signs of physical abnormality that could have caused the reported problem. A function flow rate test was performed and the flow rates were found within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.